Event description:
The patient was driving himself to the emergency room after feeling tired, dizzy and generally not feeling well. Upon arrival to the ER, the patient parked and while the car was still on, his ICD shocked and he became unconscious. An ambulance driver noticed the patient slumped over and immediately brought him inside the ER. Once inside the ER, the patient regained consciousness. The physician feels the patient was unconscious for a matter of seconds. The patient was treated in the ER and ICD interrogation showed changes consistent with a fractured lead. The lead was extracted and replaced with a new lead without difficulty. The patient was discharged without further incident. ====================== manufacturer response for lead, fidelis======================known recall